Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00506 pertains to the other device. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain due to eroded mesh and additional treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.